Event description:
It was reported that during the implant procedure the implantable pacing lead (ipl) was not used because the lead and guide wire rubbed a lot. In addition, it was reported that the helix was hard to get in/retract and there was interference's when attempting thresholds. The ipl was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. The stylet/guidewire was kinked/buckled, there was blood on the stylet/guidewire. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.